Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed tooling marks on the device case, likely caused during the explant procedure. The device had no telemetry, so a memory download could not be performed. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in early depletion of the battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at follow up. The patient reported the device had emitted tones the previous week but no tones were heard several days prior to their presentation to the clinic nor did it emit tones with magnet application; the ability of the device to deliver therapy could not be confirmed. A revision procedure was performed wherein the device was explanted and replaced. It was also reported that the patient is not pacemaker dependent. No adverse patient effects were reported.